Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage located at the battery compartment and audio/vibrate anomaly/absence of alarm found on 15-jun-2022. Pump was received with a flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test due to flashing medtronic logo. The thump software was unsuccessful due to a flashing medtronic logo. Pump was cut open to perform visual inspection and found component physically damaged on pcba 2. Moisture damage was not observed on the pcba 1, pcba 2, force sensor, harness assembly vibrator, and battery tube. Force sensor zero offset within specification 23.6mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case behind the pump at the battery compartment and pillowing keypad overlay. Flashing medtronic logo due to component physically damaged on pcba 2. Unable to confirm audio/vibrate anomaly/absence of alarm due to flashing medtronic logo anomaly. Pump failed to download history files and traces due to component physically damaged on the electronic assembly. Cosmetic damage was confirmed at case behind the pump at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was cracked. The retainer ring had no damage. The insulin pump was beeping. No harm requiring medical intervention was reported. The device will be returned for analysis.